Event description:
It was reported during a generator change for elective replacement indicator (eri), it was noted that the atrial lead was positioned on top of the generator. It appeared there were some irregularities on the outer coating of the atrial lead. Noise was also noted during an in-clinic visit. The physician decided to repair the atrial lead using a repair kit and application of a suture sleeve. There was no atrial lead noise present at the time of the procedure. The patient was stable and asymptomatic. The patient will continue post-op monitoring.